Event description:
It was reported that the programmer's display screen did not move and that the door in the front was broken. It was further requested that it receive a software update and be checked. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display screen would not move and attributed it to the hinge plate screws missing and being loose. Analysis also found that the left keyboard hinge was broken, that the electrocardiogram connector on the link electronic module board was broken off, that the system fan was noisy and the lower case was worn (cosmetic). All affected parts were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).